Event description:
A system error 2240 (air in set) was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 06:27. A system error 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.